Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. No drive or motor anomaly, motor error alarm, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device was monitored for 2 days. No unexpected battery power loss anomaly, unexpected low battery alarm, unexpected off no power alarm or missing segments noted. All buttons functions properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. No broken off reservoir tube lip or broken battery tube threads noted. Device had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had haziness and rainbow effect, piece of housing missing between top of reservoir and battery cover, multiple hairline crack around battery compartment, crack running from top edge down to screen, rejected new batteries, insulin pump had stop in middle of rewind, makes grinding noise, no delivery alarm, button error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.